Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient exhibited atrial fibrillation, left bundle branch block and atrio-ventricular block. Subsequently, a pacemaker was implanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Atrial fibrillation is generally a result of known potential adverse effects, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. It is a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter-based, and can often be treated with medication. Conduction disturbances, such as left bundle branch block and atrio-ventricular block, are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.